Event description:
It was reported the patient experienced a shocking sensation when she was gardening and then felt a shocking sensation in her vagina along with a quivering sensation on the left side of her buttock. The sensation was stronger feeling than it used to be and she was having increased urine leakage. Stimulation could not be adjusted. The patient repositioned the patient programmer (pp)/antenna over the implantable neurostimulator (ins) and was then able to establish proper communication between the ins and pp. The ins was off. The ins was turned on and the patient could then feel stimulation in her pelvic floor area that was not painful or uncomfortable. The ins was on program 2 at 1.3. All the programs were tried and when she went above 2 for the settings it hurt. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient me with the company representative on (B)(6) 2012. It was noted they me not for the shocking event but for the patient's complaint for lack of therapeutic effect. The patient reported that they were receiving approximately 70% therapeutic benefit and wanted 100%. Three of the 4 programs the patient had were changed and an impedance check was run. The implantable neurostimulator (ins) checked out fine with no abnormal readings. Further follow up received from the patient indicated that their therapy/device concerns were resolved. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v990442, implanted: (B)(6) 2012, product type: lead. (B)(4).